Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was overdischarged. Their battery moved and was rubbing on their belt line which made it very sensitive for them to move. They hadn't used the ins because it was too difficult and took too long to charge. The patient lost 30 pounds since implant. A trickle charge was started and the resulting por was cleared. The physician looked at the battery positioning and determined it would be beneficial to replace and revise the pocket. Surgical intervention was planned but not yet scheduled. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the pocket where the battery was implanted was very sensitive and therefore, the patient simply didn't want to use the device because they would have to charge over the sensitive area. The battery was replaced on (B)(6) 2019 and the pocket was made further down so that it wasn't over the patient's belt line anymore. The healthcare provider didn't want to send the battery in for analysis. No further complications reported.